Manufacturer narrative:
Additional information was received that the leads were removed during the revision procedure, and not replaced. The reason for lead removal was because of poor positioning leads as the leads were placed in the wrong location. A new lead placement was attempted, but the procedure was ended after it was determined that there was no access to the space. No malfunction was suspected. The pocket was not revised. The patient was reportedly released by the physician after the revision procedure.

Event description:
A report was received that the patient's ipg was buried too deeply and would not charge. A battery revision was recommended. The patient underwent a revision procedure wherein the leads were replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted leads were not returned to bsn.

Event description:
A report was received that the patient's ipg was buried too deeply and would not charge. A battery revision was recommended. The patient underwent a revision procedure wherein the leads were replaced for an unknown reason.